Event description:
The doctor noticed, the haptic was bent the wrong way after the lens was implanted. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00102 for the intraocular lens used with this delivery device.